Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The root cause was found to be the integrated circuit, designator u1. The customer's device was destructively tested, and the customer was provided a replacement device.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no report of patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed the device failed to deliver defibrillation energy.